Event description:
Rptr indicated that a break in the pt's lead was confirmed via x-ray. It was reported that the break was located approx 12mm from the anchor, before the bifurcation on the negative lead coil. Treating neurologist has no plans for intervention at this time. No adverse event was reported in conjunction with the apparent lead discontinuity.